Event description:
The customer was hospitalized for low bgs. It was mentioned that the customer was disconnected during rewind and prime. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, it was referred that there was less insulin in the reservoir than what the status screen indicates.